Manufacturer narrative:
Analysis ongoing. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: it is a c1 with neo as a start up and it starts up in ncpap, but it also ask for flowsensor calibration even though flowsensor is not needed. They can remove the alarm by switching to adult and back. I guess this is not intended, at least not very convenient. No consequences for a patient. This occurred during startup of the device.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The most probable root cause is a software issue causing the alarm triggering as consequence. In consequence (correction) a workaround is to cancel the alarm by selecting a different mode briefly after startup and then go back to the default preset, or switching briefly to "adult/ped." And then back to "neo" mode. There was no harm to patient, user or third-party person reported. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: it is a c1 with neo as a start up and it starts up in ncpap, but it also ask for flowsensor calibration even though flowsensor is not needed. They can remove the alarm by switching to adult and back. I guess this is not intended, at least not very convenient. No consequences for a patient. This occurred during startup of the device.